Manufacturer narrative:
Continuation of d10: product ID mi2355a lot# p2f25e0040: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, post-operatively, after implantation of the leadless implantable pulse generator (ipg), the patient presented loss of capture due to worsening of the pacing threshold, with failures at maximum output. The device was inactivated and a new conventional pacemaker was added. No patient complications have been reported as a result of this event.